Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the manual prime. The customer¿s blood glucose level was 70.2mg/dl at the time of the incident. It was reported that the customer got compromised force sensor system alarm. It was reported that the insulin is "squirting out" during the manual prime process. It was reported that insulin continues to drip after the motor stops during the manual prime process. It was reported that they are unable to exit the "preparing to prime" loop. Customer states the rewind message occurred after an alarm. It was reported that they are stuck in rewind complete and bolus delivery loop. It was reported that the drive support cap appears normal. The customer never pressed that cap. It was reported that during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with compromised force sensor system alarm during basic occlusion test due to moisture damage at force sensor resistor. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case at reservoir tube window corner and stained end cap sticker.